Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stent placement on (B)(6) 2013. According to the complainant, the indication of the stent placement was a treatment for a stricture within the colon due to colon cancer. The lesion was located at the splenic flexure and was 5cm in length. The patient's anatomy was noted to be somewhat tortuous at the splenic flexure but otherwise normal. During the procedure, the stent was positioned at the target lesion but was not able to be deployed. The endoscope was adjusted and another attempt was made to release the stent. However, again, the stent failed to deploy at all from the delivery system and the catheter kinked. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the investigation results, which indicate some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the stent was fully mounted onto the device. The outer sheath was kinked at the distal end of the mounted stent. It was noted that the outer sheath was accordion for a distance of 81mm starting at 352mm from its proximal end. During analysis an attempt was made to retract the distal handle and deploy the stent however, a restriction was met. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted in movement of the outer sheath of the proximal end of the shaft after it had been dissected. No issues were noted with the profile of the inner lumen or deployed stent that would have contributed to the complaint reported. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore,, the most probable root cause classification for the reported failure is operational context.